Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced component separation. This is 1 of 2 related events. The following information was provided by the initial reporter: the customer reported they were breaking at the end of trifuse. This is another lot number other than the original.

Manufacturer narrative:
H6: investigation summary one used and one unused sample of material number mz9270 was submitted for quality investigation. It was reported by the customer that the product is breaking at the end of trifuse could be verified. Evaluation of the extension set shows that the infusion set luer component is damaged the component from the tubing. Further visual inspection shows the collar broke apart from the trifuse body from the tubing. Sometimes overworking the part will cause the collar to go out the body. Quality notification send to manufacturer. A device history record review for model mz9270 and lot number 21025168 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause is not related to manufacturing process, and the root cause is not definitively known. There has been a concern in the past about using alcohol wipes on the luers, causing them to become brittle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced component separation. This is 1 of 2 related events. The following information was provided by the initial reporter: the customer reported they were breaking at the end of trifuse. This is another lot number other than the original.